Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. The delivery needle is dramatically bent on two planes. No suture or ts remain on the delivery needle or were returned for examination. Without the return of the construct the reported complaint cannot be confirmed.

Event description:
It was reported that during the meniscus suture surgery,t1 and t2 both were stripped off successfully, when they were prepared to knot, found the suture entwined together, cannot push the knot. All t's were removed.